Event description:
It was reported that the device was presenting with syringe flange not in place alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner. Syringe flange not in place found in pump event history log. Syringe test was unable to duplicate the reported problem. Syringe flange sensor works as expected. Customer must have incorrectly loaded syringe flange outside of the ear clip. The root cause of the reported issue was found to be user error. Actions were taken to mitigate the reported issue: the ear clip will be cleaned and greased as a preventative measure at the time of repair.